Manufacturer narrative:
Additional info: g4, h2, h4, h6, h10. Device was returned for evaluation; however, visual inspection found that the suspect device correlating to this event was not returned. A review of the device history record (DHR) did not find any anomalies or non-conformities related to the event. Additional information and clarification regarding the device return has been requested but not received. Based on the available information, the root cause of the reported event can not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the capsular bag broke while implanting the lens; therefore, the lens was removed and a different kind of lens was placed in the sulcus. Additional information has been requested but not received.